Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample of diagnosis. The device was not returned for investigation. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury. Pursuant to 21 cfr 803 we are submitting this medwatch report.

Event description:
The (B)(6) affiliate report that the package was damaged with leakage.